Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a device was electively explanted due to advisory. There is no complaint on the device. The patient was stable before, during and post-procedure.